Event description:
At moment of clipping aneurysm, applier did not unlock. Difficulty getting applier to release the aneurysm clip. This has been a chronic problem. MFR has been informed but fails to take corrective action.